Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was returned for evaluation. Photographic evidence along with the manufacturing lot number were provided for review. The distributor indicated that the defects were found during incoming inspection. A review of the samples confirmed the issue from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. Customer provided picture and sample of one affected part with red tape in the seal area of the pouch which caused the seal to fail. The form, fill, seal lines are loaded with rolls of material used to create the pouches. The rolls will eventually run out during production and need replacing. The operator replaces the material, by splicing a new roll using the red tape identified on the product. When replacing the upper web roll stock, the operator is to clear the line out of any product that has been spliced. Therefore the root cause for this investigation is operator error. Production team was notified of the reported event. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that there was a seal issue with the product. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).